Event description:
It was reported that 9 to 10 months following a hernia repair procedure, the patient returned with evidence of recurrence of the hernia. The physician repaired the hernia and found that the mesh had pulled away superiorly and medially at the internal oblique but not at the pubic tubercle. The physician attached the mesh to 'good fascia' in the inguinal canal using a running suture.